Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not lasting as long as expected. Follow-up with the physician's office indicated that the device was approaching end of life. The device was explanted and replaced. The device has been returned. No patient complications have been reported as a result of this event. It was also reported that there was a lead fracture. The pace/sense portion was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device was not lasting as long as expected. Follow-up with the physician's office indicated that the device was approaching end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.